Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A log file was extracted from the returned system controller (serial number (B)(6), evaluated separately), containing data spanning approximately 7 days (B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 2:42 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. The mpu (serial number (B)(6) was not returned for analysis. Per additional information, the root cause of the reported event was a heavy thunderstorm during the night of the event, temporarily causing a loss of ac power. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu did not have a v-lock connector, but that the power cord did not come loose from either the back of the mpu or the wall outlet. There was reportedly a heavy thunderstorm storm the night of the event that could have affected ac power to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital team as the pump was having a low flow hazard alarm while connected to the mpu. The patient was clinically stable and came to the hospital. The hospital team observed the pump parameters and the system controller showed no flow and all the other parameters seemed similar to the last follow-up consultation. The patient's controller was replaced with their backup controller and all the parameters were good including flow. A no external power alarm was noted while the patient was using the mobile power unit (mpu). This appears to have been caused by a loss of ac power. Related manufacture report # 2916596-2021-02357 and 2916596-2021-02356.